Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple cartridge alarms (alarm 30) during the load sequence and pumping. Customer's blood glucose level was 400 mg/dl. Customer reverted to alternate insulin therapy.